Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the issue was resolved and the device was returned to service. The device will not be returning to zoll for evaluation. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Additional information: this MDR was submitted after a retrospective review of complaints associated with CAPA-183. The submission was late because the MDR reports were incorrectly categorized as "not reportable" due to a misapplication of reporting criteria. This application stemmed from training, lack of clarity in procedural guidance, and inconsistent use of decision-making tools to ensure accurate classification.